Manufacturer narrative:
One ev1000 platform system was received for evaluation. The examination found that when the data box was tested that it failed to monitor the sv02 readings. In addition, the data box was tested, per the ¿om connect¿ test and it did not pass. The root cause of the failure is due to a defective cpu board on the unit. The reported event was confirmed by evaluation. The cpu board will be replaced to correct the issue. No further actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that the patient was undergoing an aortic valve replacement. The ev1000 monitor displayed the error message "recall om data". It displayed an svo2 reading for approximately 2 minutes and then the screen went gray. It was also noted that the cco/svr measurement was not correlating with the thermodilution co/svr value. Exchanging multiple cables did not fix the problem. Exchange of the ev1000 for a vigileo monitor solved the problem. The swan catheter was not exchanged as it was functioning properly. At some unknown point in time, the patient coded and had to be resuscitated. Later that day the family decided to withdraw care. The patient expired the next day. Cause of death was ischemic bowel.